Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient began having freezing/locking on (B)(6). A low battery screen was also seen on the patient programmer (pp). Once the batteries are replaced in the pp the implantable neurostimulator (ins) is to be checked. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00372.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that during the patient's appointment their freezing was not brought up. See related regulatory report 3004209178-2017-00372.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.